Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pending alarm occurred on (B)(6) 2017, not the previously reported date of (B)(6) 2017. No further information was reported.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who had not received drug yet in an implantable pump for an unknown indication for use. The patient history was not provided. A pending alarm occurred pre-implant. The pump was not implanted. The pump would be returned. It was noted the pump will be replaced at a further date. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. No interventions/actions were taken. The issue was considered ongoing as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. There was no indication of patient interaction. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the motor stall was found (mfg. Report#3004209178-2017-10200, reason for replacement) on (B)(6) 2017. The pump was replaced on (B)(6) 2017. Device information for the pending alarm pump was not provided. The pump would be returned to the manufacturer. No further information was available.